Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This event was part of the durability post approval study (dpas): the protege everflex stent was deployed (B)(6) 2013. The patient was seen (B)(6) 2015 for claudication symptoms in the right calf after 7-8 mins on the elliptical. (B)(6) 2015 the patient underwent right sfa directional atherectomy and drug coated balloon angioplasty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.